Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure, however there was no report of treatment from a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was downloaded successfully. The sensor was found to be in sensor state 8 (indicating error termination) and with a brownout error internally logged (event 130 with extended code 129). An extended investigation was conducted. Performed a visual inspection on the returned puck and no abnormalities or signs of misuse was observed. The sensor data was analyzed and it was determined that the returned puck terminated due to a brownout event. The returned sensor puck was de-cased. Performed a visual inspection on the de-cased puck, and corrosion due to liquid ingress was observed. The contamination indicated that the puck experienced liquid ingress as a result of a leak path. Therefore, this issue is confirmed to a brown out due to liquid ingress. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure, however there was no report of treatment from a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.